Event description:
It was reported that this right atrial (ra) lead exhibited low amplitudes and intermittent loss of capture (loc). The boston scientific representative attempted to connect the electrogram (ECG) cables to the programmer, however, there was a lot of noise when connected. Technical services (ts) suggested further reprogramming options. The representative will discuss the reprogramming options with the health care professional (hcp). It was later revealed in a radiological exam that the lead dislodged from the atrial wall. The device was reprogrammed to turn atrial therapy off. The lead remains in use. No adverse patient effects were reported.